Event description:
Same case as MFR ID #2134265-2014-00853 it was reported that catheter perforation occurred. The target lesion was located in the superficial femoral artery (sfa). A rubicon 35 catheter was placed. A zipwire stiff 260 was advanced through the rubicon; however, the guide wire perforated the catheter about 3 inches from the distal end of the catheter. The guide wire also perforated the patient's sfa. The physician ballooned the vessel until the vessel was able to clot and restore itself. The procedure was with rotational atherectomy at a different site. No additional patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event : 80s. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the specimen presents an overall length of 261.15cm and a finished diameter of .03120¿ to .03365¿. A gage bushing passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity. The specimen presents a ¿pigtail¿ type bend over the distal 8.00cm, terminating in a kink located 8.00cm from the distal tip with 3.20mm of the core wire extending from the distal tip of the polymer jacket material. The specimen also presents a secondary bend located 10.5 to 17.0cm from the distal tip. The damage appears consistent with prolapse of the distal tip after advancing against resistance, followed by retraction of the specimen device from a constraint condition while under deflection due to prolapse. After wiping the specimen with a gauze pad soaked with room temperature saline, the specimen was subjected to visual and tactile examination. The specimen coating appears visually and tactually consistent when examined at 1x ¿ 18 inches, unaided, wet. After allowing it to dry out, when examined at 1x ¿ 18 inches, unaided, the visual and tactile surface appearance of the specimen is acceptable per the inspection criteria. Microscopically the specimen coating appears to be smooth and consistent. Except where noted, the specimen device appears visually and dimensionally correct. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR ID #2134265-2014-00853. It was reported that catheter perforation occurred. The target lesion was located in the superficial femoral artery (sfa). A rubicon 35 catheter was placed. A zipwire stiff 260 was advanced through the rubicon; however, the guide wire perforated the catheter about 3 inches from the distal end of the catheter. The guide wire also perforated the patient's sfa. The physician ballooned the vessel until the vessel was able to clot and restore itself. The procedure was with rotational atherectomy at a different site. No additional patient complications were reported and the patient's status is fine.